Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer is using cold insulin. Customer continued to use the existing cartridge. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. A correction bolus was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Customer¿s blood glucose level was 470 mg/dl.